Event description:
It was reported that the unspecified bd infusion set experienced concurrent flow. The following information was provided by the initial reporter: that the "secondary medication bag is not high enough above the primary bag and the primary bag begins infusing before the secondary bag is empty."

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint that there was flow issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd infusion set experienced concurrent flow. The following information was provided by the initial reporter: that the "secondary medication bag is not high enough above the primary bag and the primary bag begins infusing before the secondary bag is empty."